Event description:
It was reported as part of a study conducted titled: (B)(4), subject received integra on (B)(6) 2011. The subject's wound, which was on the left lateral ankle, had a venous etiology. The wound's approx measurement was 3.7cm length x 2.8cm width. On (B)(6) 2011 the subject experienced an adverse event of "infection." This event was documented as mild in severity and possibly related to the initial index treatment with integra. It was not considered a serious adverse event. The action taken was treatment with levaquin and doxycycline, dakins and dressing changes. On (B)(6) 2011 the subject was readmitted for an unspecified time for treatment with IV antibiotics, which increased the severity of the event to severe. Then on (B)(6) 2011 subject again received prescription doxycycline for the infection. At this time the event was considered mild in severity, but still possibly related to integra. The infection resolved (B)(6) 2011. The wound was deemed healed (B)(6) 2011, but recurred (B)(6) 2012.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.